Event description:
The article, "left atrial appendage closure in atrial fibrillation patients with cancer", was reviewed. The article presented a retrospective, multicenter study on to investigate the efficacy and safety of left atrial appendage closure (laac) in atrial fibrillation (af) patients with cancer compared with those without cancer. Devices included in the study were watchman (boston scientific), watchman flx (boston scientific), amplatzer cardiac plug (abbott), amplatzer amulet (abbott), and lambre (lifetech). The article concluded that in daily clinical practice, laac has already been accepted as a treatment option in patients with cancer. This retrospective analysis showed that short-term and adjusted long-term complications were similar in patients with vs. Without cancer undergoing laac. [The primary and corresponding author was david zwieker, division of cardiology, medical university of graz, 8036 graz, austria, with corresponding email: david.zweiker@medunigraz.at]. The time frame of the study was from november 2010 to january 2024. A total of 486 patients were included in the study, of which 281 (57.8%) received an abbott device. The average age was 75 years and the majority gender was male. Comorbidities included arterial hypertension, diabetes mellitus, congestive heart failure, stroke, transient ischemic attack, hemorrhagic stroke, bleeding (intracerebral, subarachnoid, subdural, epidural, and gastrointestinal), chronic kidney disease, chronic liver disease, anemia, coronary artery disease, cerebral artery disease, periphery artery disease, chronic obstructive pulmonary disease, paroxysmal atrial fibrillation, vascular malformation, acute coronary syndrome, pulmonary embolism, peripheral embolism, aortic stenosis, mitral regurgitation, and tricuspid regurgitation.

Manufacturer narrative:
B2 - date of death is estimated. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Literature attachment: article title "left atrial appendage closure in atrial fibrillation patients with cancer." Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. The device history record (DHR) and complaint history reviews were not performed because this complaint was based on an article review and no lot information was provided. Based on available information and due to the limited information available from the article, the cause for the reported device embolization, thrombus, death, and pericardial effusion lead to cardiac tamponade could not be determined. The reported hospitalization, unexpected medical intervention, and surgical intervention were result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Literature article title: left atrial appendage closure in atrial fibrillation patients with cancer.